Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer resumed insulin delivery to address the issue. The customers blood glucose (bg) was 396 mg/dl.